Manufacturer narrative:
A review of the disk analysis by ts noted that this was normal device behavior with a single coil lead. Ts disused possibly programming the high limit of the shock impedances to a value higher and turn the beep on when out of range measurements are noted and continue to monitor the patient. It was noted that the most recent shock was successfully delivered and normal shock impedances measurements were obtained.

Event description:
Boston scientific received information that when interrogating this device an out of range shock impedance measurements was noted. The last obtained value of the shock impedance measurements was within normal range. The pacing thresholds appeared normal. A request for additional review was made to boston scientific technical services (ts). The system remains implanted. No adverse patient effects were reported.